Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es zebra printer and scanner does not print. The customer reported that there was a delay to the patient's workflow as the user was unable to scan when trying to dispense medication to the patient and have to go to other station to dispense medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer zd411 was not printing labels. A field service engineer (fse) configured the printer in support, but the issue persisted. A ghost printer was found configured on port 001. All printers were deleted, and the ghost printer was located in the administrative tools. The print queue was cleared, and the ghost printer was deleted. The fse restarted the system, and the zd411 printer was reconfigured. To test the repair, the station was rebooted, and the nurse successfully printed and scanned a label. The system functioned as intended after the field service engineer repaired the device.